Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima standard would not tighten down. The knob that would lock it down was not doing so. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the unit. There was no evidence of blood on the device. The device was received with the stabilizer mount and shaft knob on housing assembly not tightened. The stabilizer shaft, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the light gray side mount knob was turned clockwise. The stabilizer foot was also secured in position when the dark gray knob was turned clockwise. Slight pressure had to be applied to tighten the light gray knob. Based upon these findings, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).